Event description:
An advocate from germany stated her son received two blood glucose readings of lo from the contour link, re-tested on a different meter and received 229mg/dl. The following morning the contour link reading was 24mg/dl and the other meter read 333mg/dl. The differences between the readings fall in the "c" and "d" zones of the consensus error grid, making the differences clinically significant. No adverse event was alleged. The test strip information was not provided but meter information was given. The customer has a new meter and is expected to return the remainder of the strips for evaluation.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The model # was not provided.

Manufacturer narrative:
Contour test strips were returned for evaluation. The strip information was not provided at the time of the initial report. Product information model# not provided, lot # 3bc3f03, exp date 02/28/2015. Manufacture date: 02/01/2013, qa results: eleven strips were returned and were visibly moisture damaged causing the chemical reagent to dissolve. The strips were possibly already used. Three of the strips were slightly damaged and provided readings within ffu limits when tested with blood. Two of the strips that were severely damaged gave low, out of spec readings by an ave of approximately 51mg/dl. The retention lot was tested and gave satisfactory performance.